Event description:
Medtronic received information that 5 days post implant of a aortic bioprosthetic valve and a mitral bioprosthetic valve in the aortic and mitral position, respectively, a permanent pacemaker was implanted. The reason for the permanent pacemaker was reported to be due to sick sinus syndrome. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.